Event description:
Reporter stated patient was experiencing "hi" blood glucose. Patient's site was red and are reporter believes the insulin is not getting into the patient's body. Reporter changed the site on the patient and gave a bolus to bring down blood glucose. No other treatment was received.